Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage. The powder coating was found to be peeling off the heater tray. There were no discrepancies found in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A pdrn called in to report a patient¿s liberty cycler that had visible heat damage to the heater tray. This was observed prior to use, and the patient used a manual treatment to complete her treatment. A replacement liberty cycler was sent to the patient, and the damaged cycler was scheduled for return to the manufacturer for analysis.